Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/22/2016 with the following findings: during investigation, the original complaint was unable to be adequately investigated due to internal moisture damage causing the pump to be unresponsive. Unrelated to the original complaint, the bolus button was torn. There was evidence of moisture corrosion found internally. A leak test failed due to the damaged bolus button. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The customer reported that they were performing the rewind/load function when the pump emitted a cs 064 service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.